Event description:
It was reported that the 3.0 x 12 mm nc trek balloon was intended to treat a lesion in a heavily tortuous vessel. However, the device failed to cross the lesion. Forceful attempts were made, but it was still unsuccessful to cross and the forceful attempts resulted in the separation of the proximal shaft. The separation point was outside the patient anatomy. The device was withdrawn and exchanged for another device and the procedure was finished successfully. The final patient outcome is satisfactory. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned and analyzed. The reported failure to cross could not be replicated in a testing environment. The reported shaft separation was confirmed. A review of the lot history record revealed no non-conformances or exceptions that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the returned device analysis, there is no indication of a product deficiency.